Event description:
One at/af on (B)(6) 2023. Intermittent atrial over and under sensing on episode. Arrhythmia summary: 1 at/af on (B)(6) 2023. Intermittent atrial over and under sensing on episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).